Event description:
It was reported that while connecting the lead to the extension and closing the screws, the hcp experienced overturning of the connector/electrode (position 0) after a second click of the screwdriver. According to the hcp, the material of the connector seemed to be more flexible than usual. The connector was cut from the extension to free the lead without damaging it. The extension was exchanged for a new one. Impedances were normal after reconnecting the whole system. The patient profited from the therapy and everything seemed normal.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is no complete as of the date of this report. A follow-up report will be sent when the analysis is complete.